Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported complaint. They purchased byte aligners in 2020 which took some time to get the aligners. Once they did, they had issues of the aligners cutting their gums. They left the aligners in the box for a couple of years until 2023 and they restarted the aligners as directed. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.